Event description:
The customer reported via phone call that they had a high blood glucose of 413 mg/dl at the time of the incident. Customer's current blood glucose was 463 mg/dl. Customer delivered a bolus at the beginning of the call. Customer stated that last night their blood glucose was 293 mg/dl before they went to bed. Customer's blood glucose went up to 413 mg/dl this morning. Customer stated that they are unsure if the drive support cap was sticking out. Customer did not see any air bubbles in the reservoir. Customer removed the set and the cannula was not bent. Customer was advised to change out the entire set and monitor their blood glucose. Customer stated that they will treat their blood glucose as they have not eaten yet.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.